Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> data analysis: review of the logs confirms the complaint. #1036 calculator placement signal error followed two minutes later by a ¿placement signal not reliable¿ alarm (see complaintalarm.jpg). Placement monitoring is disabled by a user approximately 6 minutes later. The log also contains optical bench 5s parameters with values which suggest a failed bulb (see 5s_logs.jpg). The lt and rt logs show a sudden decrease in snr, gain, and light at the time of the complaint (see rt_log.jpg and lt_log.jpg). Contrast values are oscillating between approximately +/- 3000 (ltlog_osccontrast.png). Device analysis: when the console is powered on there is an immediate ¿controller error¿ alarm, and there is no light seen coming from the optical fiber at the center of the blue pump connector (see displayalarm.jpg and pumpconnectornolight.jpg). The optical bench 5s parameters are tested and show very low light and snr measurements, along with a gain of 0.92 (see bench5stesting.jpg). The console was opened and the optical bench was inspected for loose connections, damaged fibers, etc. With none found. The voltage powering the optical bench was measured at 4.936v. Root cause: the placement signal not reliable alarm was the result of oscillating contrast due to a failed or failing bulb in the optical bench lamp assembly.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report represents the automated impella controller. The related manufacturer device report number 1220648-2025-45744 represents the impella pump.

Event description:
The complainant reported that the placement signal disappeared during impella cp support. A placement signal unreliable alarm appeared as a result of the failure. The audio was subsequently disabled and the decision was made to continue with support. The staff was made aware of signs that would indicate the pump may need to be replaced. Upon additional investigation, it was discovered that the automated impella controller may have contributed to the failure via a potential defective lamp.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.